Event description:
It was reported that during a da vinci prostatectomy procedure, when the surgical staff installed an instrument, the initial position of the gimbal on the master tool manipulator left ( mtml) was set to the opposite direction. The intuitive surgical inc. (Isi) technical support engineer had the field service engineer (fse) onsite power cycle the system; however, the issue persisted. The homing position of the system was correct after the power cycle; however, the mtml gimbal changed to opposite position. At this time the surgeon decided to convert the procedure to a traditional open procedure. After the procedure was completed the fse calibrated the set up joint (sj)and replaced the potentiometer on axis 3 of the mtml. The fse then exchanged the embedded serializer setup joint (essj) on the sj1 and sjc and recalibrated the setup joint and the issue was resolved. The fse replaced the essj1 to resolve the customer reported problem.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the essj for failure analysis (fa) investigation. Engineering was not able to reproduce the reported failure mode. A sine cycle test was performed and the essj passed and all of the patient side manipulator (psm) arms and master tool manipulator (mtm) arms were in the correct homing positions. Isi contacted the reporter and obtained the following information: when starting the procedure, a monopolar curved scissors instrument was installed on psm1, a maryland bipolar forceps instrument was installed on psm2 and a prograsp forceps instrument was installed on psm3. The large needle driver instruments were installed on psm2 for troubleshooting. The patient was under anesthesia and the ports were placed for approximately 45 minutes when the surgeon decided to convert the procedure to traditional open surgical techniques. The open procedure lasted approximately 3 hours. The reporter does not know the current status of the patient or how the patient tolerated the open procedure. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2014 and no system errors were found to have occurred during the reported surgical procedure.